Manufacturer narrative:
B3 - date of event was unknown. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced error code 41622. There was unknown patient involvement and no harm reported.